Event description:
It was reported that the gastrointestinal videoscope had a foreign body in the scope that was not able to be removed. The event occurred at reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Updated: d8, d9, h2, h3, h6, h11. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: foreign body in the scope was attributed to restriction of the suction flow. The event can be detected/prevented by following the instructions for use, which state: ¿this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿s own authorized service personnel is excluded from olympus¿s limited warranty and is not warranted by olympus in any manner." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.